Event description:
It was reported via repair work order that the catch/safety bar is broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the catch/safety bar is broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The alleged issue of broken safety bar was not observed and the technician verified that the safety bar was fully functional.